Event description:
It was reported that prior to implant the device longevity bar was gray and indicated a low battery voltage. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).